Event description:
It was reported by an attorney that the patient underwent a gynecological procedure and hysterectomy on (B)(6) 2012 and mesh was implanted due to stress urinary incontinence. It was reported that she experienced pain, infection, bleeding, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh revision and removal surgeries on (B)(6) 2012 and (B)(6) 2012 due to erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted concurrently with total laparoscopy hysterectomy and right salpingectomy due to chronic pelvic pain, dysmenorrhea and abnormal uterine bleeding.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary problems, recurrence and vaginal scarring.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.